Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Disassembly and further evaluation determined that clogging was the cause of no/inadequate ice formation.

Event description:
Probe pre-tested, looks fine. 1st cycle: freeze goes down to -90c. 2nd cycle: freeze goes down to -90c and gradually up to -20c within few mins. 3rd cycle: freeze goes down to -90c and then 0c within few mins. Thawing has been performed in between cycles. On 2nd cycle, decided to change to new probes and temperature goes down to -140c. Procedure completed.